Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, and silicone migration.

Event description:
Patient reported right side "rupture", "chest pain", "seroma", "very sore", and "very hard." Device has been explanted.